Event description:
It was reported that epoxy was found adhered to the bd microlance¿ 3 needle during use. The following information was provided by the initial reporter, translated from french: "on examination under the microscope, we note the presence of a large white deposit at the level of the bevel as well as all along the needle (appearance of dried glue).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that epoxy was found adhered to the bd microlance¿ 3 needle during use. The following information was provided by the initial reporter, translated from french: "on examination under the microscope, we note the presence of a large white deposit at the level of the bevel as well as all along the needle (appearance of dried glue)".

Manufacturer narrative:
H6: investigation summary to aid in the investigation of this incident, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, white foreign matter was observed on the needle. The white material was identified as epoxy, the glue used to join the cannula and hub components. This defect resulted during the assembly process due to a temporary issue with the epoxy dosage machine. As a consequence, a higher quantity of epoxy was applied and fell onto the affected needle. A device history review could not be completed as no batch number was provided. H3 other text : see h10.